Event description:
The account stated the axsym sample pipettor leaked from between the probe and probe link tubing and appeared to short out the pipettor parts where smoke came out. The axsym analyzer is powered off. Service was requested for the axsym analyzer. No injury was reported.

Manufacturer narrative:
Other: investigation is in process, no method, results, or conclusion can be drawn at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.